Event description:
Paramedics responded to a person, diagnosed with 3rd degree heart block. The pt was connected to the device and transcutaneous pacing was initiated. According to the reporter, pacing would stop intermittently. No adverse effects to the pt were reported as a result of the alleged malfunction.